Event description:
Related manufacturer reference number: (B)(4). It was reported that during the procedure, the right ventricular (rv) lead exhibited noise oversensing, fluctuated pacing impedance and poor sensing. Furthermore, the right atrial (ra) lead exhibited failure to capture due to fluctuate capture threshold, failure to sense and the helix mechanism issue. The rv and ra leads were replaced and the procedure continued with the new leads on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of noise, impedance and sensing issue were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection did not find any anomalies.